Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at blue carefusion screen. A technical support specialist (tss) connected to rad as cfnadmin, enabled the 'set auto login for cfnapp' option in station configuration utility, rebooted, verified medapp was running, and confirmed with the customer that the rad station application is functioning and the issue resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was stuck on the blue carefusion screen and impacted the patient care. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.